Manufacturer narrative:
A boston scientific technical services consultant discussed that this could be the respiration rate being out of range for the mv algorithm and instructed the caller to try the accelerometer which provided a great rate response for the patient. The patient and the health care professional expressed concern regarding mv operation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient requires rate responsive pacing. The caller was performing minute ventilation (mv) optimization and the paced rate would start to increase and then would decrease to the lower rate limit (lrl). The patient was breathing fast and shallow breaths. No adverse patient effects were reported.